Manufacturer narrative:
Rwmic considers this case open. The user facility and manufacturer will be contacted again in an effort to collect missing information.

Event description:
On (B)(6) 2018, richard wolf medical instruments corporation (rwmic) was served with a patient law suit involving a "button type bipolar prostate resector and/or electrosurgical generator". On (B)(6) 2016, the patient underwent a procedure described as "cystoscopy with urethral dilation, transurethral resection/ablation of prostate with bipolar". During said procedure, the patient was under general anesthesia and suffered thermal injury to their bladder and urethra. At this time, the involvement of richard wolf products has not been confirmed. However, the following are considered suspect products and mdrs will be submitted for each until the user facility is able to confirm that no richard wolf products were involved: 8680.225 working element passive bipo 0/12/30 (MDR 1418479-2018-00051), 8680.224 working element passive bipo 0/12/30 (MDR 1418479-2018-00052), 46300223 bivap electrode bipo 22fr 12/30 (MDR 1418479-2018-00053), 46300243 bivap electrode bipo 24-26fr 12/30 (MDR).